Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient stated that following a right hip replacement (2010/2011: dr. (B)(6), (B)(6) hospital, (B)(6)) she was in constant pain and that she heard "clicking and popping" sounds coming from hip. She followed up with another doctor (dr. (B)(6). (B)(6) hospital (B)(6)) who performed a revision (right hip revision part of a double revision). Patient has the parts that were removed and stated that they are corroded. Patient cannot remember exact date of revision and believes it was either 2013 or 2014. Patient has had to seek physical therapy and wants information in regards to a settlement.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 6021-2530, accolade (127 deg) 2.5, lot code: 32810504, cat. No.: 540-11-48d, trident psl ha solid back 48mm, lot code: 33037201, cat. No.: 6519-1-032, delta un.fem hd 32mm r32 16/18, lot code: 31872401, cat. No.: 6519-t-025, uni adaptor sleeve v40 ti, lot code: 32518302. An event regarding instability involving a trident 0 deg x3 insert 32mm head was reported. The event was confirmed. Method & results: -device evaluation and results: ¿damage modes on the articulating surface of the returned insert included scratching, pitting, and burnishing. These are commonly observed damage modes on uhmwpe inserts. Indications consistent with impingment were observed on the rim of the insert. The universal head showed a continuous metal transfer ring indicating it was properly seated during use. No material or manufacturing defects were observed on the devices examined.¿ -medical records received and evaluation: ¿there is no surgical histopathology suggestive of altr, alval, pseudotumor, metallosis, or any prosthesis related pathology. Non-specific bursitis and synovitis was described as the likely cause of the patient¿s symptoms. Her apparently well fixed and properly situated femoral and acetabular shell components remain in situ. The right hip systems were related to anterior subluxation, likely due to anterior surgical approach and was addressed with an anterior lip acetabular insert. There is no evidence that any of this patient¿s post-operative hip problems were due to factors of faulty component design, manufacturing or materials.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because ¿there is no surgical histopathology suggestive of altr, alval, pseudotumor, metallosis, or any prosthesis related pathology. Non-specific bursitis and synovitis was described as the likely cause of the patient¿s symptoms. Her apparently well fixed and properly situated femoral and acetabular shell components remain in situ. The right hip systems were related to anterior subluxation, likely due to anterior surgical approach and was addressed with an anterior lip acetabular insert. There is no evidence that any of this patient¿s post-operative hip problems were due to factors of faulty component design, manufacturing or materials.¿

Event description:
Patient stated that following a right hip replacement (2010/2011: dr. (B)(6), (B)(6)) she was in constant pain and that she heard "clicking and popping" sounds coming from hip. She followed up with another doctor (dr. P.m. Nyu hospital lagone medical) who performed a revision (right hip revision part of a double revision). Patient has the parts that were removed and stated that they are corroded. Patient cannot remember exact date of revision and believes it was either 2013 or 2014. Patient has had to seek physical therapy and wants information in regards to a settlement.